Manufacturer narrative:
(B)(4). Customer was not able to confirm if cuffs were pre-tested prior to inflation, but was able to confirm that re-intubation was performed. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that endotracheal tube burst during a procedure.